Manufacturer narrative:
The device was returned with the soft cannula deployed. No damages or defects were observed with the needle mechanism that would indicate the cannula retracting. Additionally, the exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data showed an increase in pulse widths during bolus, but no hazard alarm was generated and the pulse widths corrected for the remainder of the run. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported patient¿s blood glucose levels reached 21.3 mmol/l (383 mg/dl). The patient provided the following history. (B)(6). The patient reported the cannula retracted and was bent. The pod was worn for more than 48 hours.